Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-9545-t15-02 driver was received for investigation. Visual inspection identified that the drive geometry at the distal tip had both twisted and broken. It was not recorded whether a torque-indicating device had been used with the driver during the procedure, which is recommended to prevent over-torquing. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
It was reported that during a shoulder prosthesis surgery the tip of the device twisted. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. During returned device evaluation, a reportable malfunction was discovered.